Event description:
Boston scientific received information that this patient was in a biking accident where he broke his pelvis. Poor sensing and non-capture was reported on the rv lead. An x-ray showed this lead had dislodged. Numbers on the lead were 4.5v at 1ms, sensing in bipolar 1.5mv, unipolar 3.8mv. A stylet was inserted but was not able to reposition the lead. The decision was made to cap off the initial rv lead and insert another lead. No further issues with system.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.